Manufacturer narrative:
H6 investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0254211 has been reviewed. There were 3 qn's on this batch, but in the absence of a specific defect mode, it could not be determined if the qn's were related to the reported defect. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective and difficult to use, resulting in diffusion in one patient. The following information was provided by the initial reporter, translated from french to english: "the medical staff in the ambulatory block unanimously report difficulties when using the devices (ref (B)(4)). They report difficult use, particularly difficulties in taking samples, which the system "hangs on once the guard has passed" (which led to an episode of diffusion in one patient)." "Obviously this happened in several services because the medical staff who brought up the problem had the same concerns in orthopaedic surgery. It would seem that they no longer dare to use pink catheters for fear of these problems."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective and difficult to use, resulting in diffusion in one patient. The following information was provided by the initial reporter, translated from french to english: "the medical staff in the ambulatory block unanimously report difficulties when using the devices (ref 381934). They report difficult use, particularly difficulties in taking samples, which the system "hangs on once the guard has passed" (which led to an episode of diffusion in one patient)." "Obviously this happened in several services because the medical staff who brought up the problem had the same concerns in orthopaedic surgery. It would seem that they no longer dare to use pink catheters for fear of these problems."